Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five years eight months of post-deployment, a left leg venogram was performed and it showed an occluded filter. A 50cm infusion ekos catheter was advanced and placed into the inferior vena cava, left iliac vein, and femoral vein. On the next day, a venogram was performed and it revealed partial thrombosis of the inferior vena cava filter. One day later, the patient complained of abdominal pain, a computed tomography (CT) abdomen and pelvis were performed, and it revealed large volume thrombus was visualized within the filter inferior to the filter. The superior to the filter, the inferior vena cava was patent without evidence of thrombus. Complete occlusion of the right common iliac and external iliac veins secondary to the thrombus. Partial recanalization of the left common iliac and external iliac veins. The filter was tilted anteriorly with its proximal cone lying on the wall of the inferior vena cava possibly embedded in it. The filter legs have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and occlusion in the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device expiry date: 01/2014.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and to eliminate blood thinners. At some time post filter deployment, it was alleged that the filter tilted, occluded and struts perforated into the inferior vena cava wall extending into the mesenteric fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.